Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported "during the final stages of insertion, the catheter was flushed. The patient went into anaphylactic shock. The patient spent 5 hours in recovery following the event and has since recovered. The sample is still in-situ in the patient. The customer mentioned that there had been numerous other cases but could provide no specific details."